Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation associated toh3,h4, h6.correction d9. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation results, error code e222 occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed an error e222, communication error. The issue occurred during process of inspection before use. There were no reports of patient harm.